Manufacturer narrative:
Trackwise ID (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), when the heartstring body is inserted into the aorta, the plunger is pushed, and the delivery system is pulled back, the heartstring does not deploy and slips out of the hole in the aortic punch. After that, use another lot and finish without problems. No effect on patient.

Event description:
N/a.

Manufacturer narrative:
Trackwise#:(B)(4). Updated sections: b4, g4, g7, h2, h6, h10, h11. Corrected sections: h6--medical device/problem code. The lot # 25162446 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.